Event description:
The customer contacted physio-control to report that their device's display froze just prior to cycling power during patient use. The customer advised that the patient survived the event and that there were no adverse effects to the patient as a result of the reported issue. The patient was successfully admitted to the hospital.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. The third-party service agent downloaded the electronic patient record from the event and provided it to physio-control for review. Upon review of the electronic patient record, physio-control verified that the device powered off, then on, three (3) times during the event; however, the cause of which could not be determined. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device's display froze just prior to cycling power during patient use. The customer advised that the patient survived the event and that there were no adverse effects to the patient as a result of the reported issue. The patient was successfully admitted to the hospital.